Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed; dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received that the dislodgement caused undersensing and oversensing of the p-wave. The dislodgment was confirmed with imaging.